Event description:
The pt reported that in 2009, her blood glucose measured 117 mg/dl at mid-day and she ate cheese bread and an apple at 2:00 pm, her blood glucose measured over 600 mg/dl. She injected 100 units of insulin and her blood glucose remained elevated. She called for an ambulance and was admitted to the hospital with a blood glucose level of 785 mg/dl. She was released from the hospital early of the month, with a blood glucose level of 300 mg/dl. Her normal blood glucose level is 60-100 mg/dl. No further information is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.